Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2019, during an implantation procedure of a kora 250 dr, the subject ventricular lead was inserted and advanced to the right ventricular apex. Measurements with a pacing system analyzer (psa) showed high ventricular lead impedance at over 2000 ohms, variable r-wave amplitude between 1.0 to 4.0mv, and ventricular capture failure at 5v. Measurements did not change when shifting the position of the ventricular lead tip several times. Several attempts (reconnection of alligator clips, exchange of alligator clips and psa) did not improve the situation. The ventricular lead was suspected to be fractured and its use was discontinued. A new ventricular lead was delivered to the ventricular apex. Psa showed normal values of r wave amplitude at over 7mv, ventricular threshold at 0.4v and ventricular lead impedance at 850 ohms.

Event description:
On (B)(6) 2019, during an implantation procedure of a kora 250 dr, the subject ventricular lead was inserted and advanced to the right ventricular apex. Measurements with a pacing system analyzer (psa) showed high ventricular lead impedance at over 2000 ohms, variable r-wave amplitude between 1.0 to 4.0mv, and ventricular capture failure at 5v. Measurements did not change when shifting the position of the ventricular lead tip several times. Several attempts (reconnection of alligator clips, exchange of alligator clips and psa) did not improve the situation. The ventricular lead was suspected to be fractured and its use was discontinued. A new ventricular lead was delivered to the ventricular apex. Psa showed normal values of r wave amplitude at over 7mv, ventricular threshold at 0.4v and ventricular lead impedance at 850 ohms.

Event description:
On (B)(6) 2019, during an implantation procedure of a kora 250 dr, the subject ventricular lead was inserted and advanced to the right ventricular apex. Measurements with a pacing system analyzer (psa) showed high ventricular lead impedance at over 2000 ohms, variable r-wave amplitude between 1.0 to 4.0mv, and ventricular capture failure at 5v. Measurements did not change when shifting the position of the ventricular lead tip several times. Several attempts (reconnection of alligator clips, exchange of alligator clips and psa) did not improve the situation. The ventricular lead was suspected to be fractured and its use was discontinued. A new ventricular lead was delivered to the ventricular apex. Psa showed normal values of r wave amplitude at over 7mv, ventricular threshold at 0.4v and ventricular lead impedance at 850 ohms.

Manufacturer narrative:
The preliminary analysis of the returned device did not reveal any irregularities.